Event description:
Note: the date of event is unknown. According to the complainant, the procedure occurred about six-months ago. The physician reported that the patient is having abdominal pain. The physician performed a laperotomy and found intra-abdominal adhesions. The physician believes that possible adhesions may have resulted from the hta procedure. Investigation is on-going as to the cause of the adhesions.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Follow up received indicated the doctor feels he can not explain the patient's condition but stated the only procedure she has had in the last year was the hta procedure. The doctor does not believe her condition is related to the hta system. The rep stated that he would call back if there was any new relevant information. Device discarded.